Event description:
It was reported that there were white particles floating in a small volume intermate. The particulate matter was found after the device was compounded with vancomycin, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 04, 2013 - october 05, 2013. The device was received for evaluation. Visual inspection revealed white, floating particulate matter inside of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.